Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken belt clip rails, fading serial number label and minor scratched lcd window.

Event description:
It was reported that reservoir connection was broken and plastic guard and the o-ring was missing. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.